Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit had cracked reservoir tube lip, cracked case near reservoir window, cracked battery tube threads, cracked case near display window corners noted during visual inspection.

Event description:
Customer reported hospitalization due to hypoglycemia. Customer stated that she was having problems with highs and lows. The insulin pump has cosmetic damage. The blood glucose reading is 261 mg/dl. Customer has treated the high blood glucose. The damage is located at the reservoir compartment window and corner of display screen. Advised the customer that the insulin pump will be replaced. Nothing further reported.